Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the arm drape with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a label from a sterile drape somehow attached to an unidentified instrument and was inserted through a cannula and into the patient. The customer was able to retrieve the label during the same surgical procedure and with no issue to the patient. The procedure was completed robotically.